Event description:
Reportedly, during an embolectomy, when removing the catheter from the popliteal artery the physician noticed that the tip had sheared off. No patient injury was reported.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11, interruption of delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
Evaluation summary: the defect as reported by the customer was not confirmed (tip had sheared off), however, analysis did reveal the catheter to be missing part of the balloon attachment components. The distal windings, spring tip and part of the balloon latex appear to have been pulled off the catheter tip, and were not returned. Although it cannot be confirmed, this condition is consistent with the pull force (per directions for use) being exceeded. There is no evidence of a manufacturing defect.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.